Event description:
The vena cava filter was placed into a male patient in 2008 for prevention of recurrent pe. Removal of the filter was conducted about 7 days later; however, it was indicated by the reporter that filter removal was difficult, and review of images revealed the filter legs to be through the vessel wall.

Manufacturer narrative:
Evaluation: this event is still under investigation.